Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? There was not a lot number communicated to me. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the tip broke off of the needle. There were no fragments. There were no patient consequences reported. Additional information was requested.